Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. Zimvie received one (1) bnst3285, (3i t3® with dcd® non-platform switched tapered implant 3.25 x 8.5mm) for evaluation. Visual evaluation identified the implant as reported. The implant has signs of use, apparent bone / tissue attached to external threads. No credible malfunction was identified with the implant that would contribute to the reported event. Implant matched print where measured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2021120183. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021120183 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is clinician places implant in a patient with poor oral hygiene or parafunctional habits incompatible with long-term osseointegration of implant. Therefore, based on the available information, device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
The patient reported having pain and the doctor noted a buccal radiolucency after reviewing x-rays. The implant at tooth location #19 also had purulence and was removed. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.